Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Implanting physician assistant reported a device rupture. The affected side and location of the device have not been specified.

Event description:
The device has been explanted and replaced. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) capsular contracture: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.